Event description:
Consumer called to report feeling dizzy when her meter read "hi." After the third high reading, she gave herself insulin, (she was in her auto). Felt worse and pulled over. Had to go to the emergency room.